Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass due to physical damaged to lcd glass. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the lcd was broken. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.